Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down. The customer¿s blood glucose was displayed as "high". The specific value was unknown. The elevated blood glucose was addressed by manual injection. The customer continued use of the pump for insulin therapy.